Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her device was shocking her. The patient had a lead replaced in 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the "wires" broke in the past and they were replaced in 2019. The rep was in the operating room with the doctors for one of them and they could not figure out what was wrong because they could not find a break in the lead they took out. No further complications were reported.